Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 11/1/2024. H3: the device was received at the service center and repaired, then returned to the customer. Because the unit is no longer in the investigation teams' possession, they were unable to perform the full investigation. Another supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen was red with triangles. There was an error code 41541/2003. The battery door was opened and closed after a 10-second pause. The pump was powered on, but the alarm persisted. The battery was changed, but the alarm persisted again. The batteries were removed, and the tubing was clamped. The event occurred while in use with a patient at the patient¿s home. There was patient involvement, and no patient harm/adverse event reported.